Manufacturer narrative:
(B)(4).

Event description:
Product has been received 09/14/2022 but is pending evaluation. A follow-up will be submitted upon completion. No injury or medical intervention was reported.

Event description:
It was reported that a broken cannula occurred. The sensor was inserted into the abdomen on (B)(6) 2022.the product was evaluated. An external visual inspection was performed and passed. Customer complaint is not confirmed, cannula and needle are present and not broken. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).